Event description:
It was reported that a lead integrity alert was triggered for low impedance on the high voltage portion of the right ventricular lead. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.